Event description:
It was reported that the customer experienced a seizure and was subsequently hospitalized. Blood glucose value not provided. The customer declined to provide additional information regarding the issue.